Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving fentanyl (1895 mcg/ml at 901 mcg/day), bupivacaine (11.8 mg/ml at 5.6 mg/day), and clonidine (71 mcg/ml at 33.76 mcg/day) via an implantable pump for non-malignant pain. It was reported the patient had encountered the code 8476 (motor stall) on their personal therapy manager (ptm). The patient was getting the 8476 code on their ptm when they tried to request a bolus. The patient mentioned they were getting to ready ¿to pull the pump out.¿ the patient also reported they have had pain in their lower back since (B)(6) 2018 and the pain had been increasing. The change in symptoms had been gradual. The healthcare provider (hcp) had ordered an oral medication ontop of the pump itself. It was also noted a dye study had been done which was unsuccessful {please refer to MFR report number: 3004209178-2018-16872 regarding the failed catheter dye study}. The patient was redirected to follow-up with their healthcare provider. Additional information was received from the manufacturing representative (rep). The rep stated they met with the patient on (B)(6) 2018 to check the patient¿s pump following a magnetic resonance imaging procedure (MRI). The rep confirmed they saw a motor stall recovery at this time. The rep was not sure why the patient was still getting a motor stall code on their ptm. Technical services reviewed motor stall considerations. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep) on (B)(6) 2018. It was reported when the rep checked the patient's pump after the MRI on (B)(6) 2018 they saw that the motor stall occurred with the MRI and recovered approximately 20 minutes after the MRI. Regarding the motor stall seen on the patient's ptm (B)(6) 2018, it was unknown when this motor stall occurred. The cause of this motor stall was unknown. The rep was not aware of any further actions taken or planned. The rep indicated the pump would be returned for analysis if the pump was replaced. The patient's weight was unknown. The information had been confirmed with the physician/account.